Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient is having lower back problems and wants to go to the chiropractor and have tens treatment. Caller said he is having the stimulator removed on (B)(6) 2022 and wanted to know if he can have chiropractor treatment before he has the stimulator removed. I asked why he was having the stimulator removed. He said, he had an MRI around on (B)(6) 2022 for left and right hip. That night the patient was going to the bathroom a lot and was a little uncomfortable. Patient raised the program up a little for next couple days and started to get pain again. Very uncomfortable at night to lay or sit in recliner. Started to get a little pain again. Patient saw their hcp and asked to have the system removed. The patient has had the stimulator off for over two weeks and had no problems with urination. Reviewed tens guidelines.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient is having lower back problems and wants to go to the chiropractor and have tens treatment. Caller said he is having the stimulator removed on (B)(6) 2022 and wanted to know if he can have chiropractor treatment before he has the stimulator removed. I asked why he was having the stimulator removed. He said, he had an MRI around on (B)(6) 2022 for left and right hip. That night the patient was going to the bathroom a lot and was a little uncomfortable. Patient raised the program up a little for next couple days and started to get pain again. Very uncomfortable at night to lay or sit in recliner. Started to get a little pain again. Patient saw their hcp and asked to have the system removed. The patient has had the stimulator off for over two weeks and had no problems with urination. Reviewed tens guidelines.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician: it was unknown whether the back problems were caused by the device/therapy and the patient requested removal of the device.